Event description:
It was reported the pt lost scs stimulation therapy on her right side. A sjm representative met with the pt and a system diagnostics revealed multiple invalid contacts on the pt's scs lead. Reprogramming was attempted, however, effective coverage could not be obtained. The pt was given new programs to try. The pt will try the new programs before any further action is taken.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.